Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The flex assembly was returned for failure analysis and the reported problem of ¿arm 4 started to float while docking¿ was confirmed. The unit was observed to have a small play in the spindle even when brake is engaged. The unit was installed onto a system and can be clutched normally but there is a small play. This could happen when the unit¿s brake is not mounted securely. The complaint was confirmed based on failure analysis. The brake assembly was identified to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator (usm4) floating while being docked. Tse reviewed the system logs and found no associated errors. Tse inquired about the level of the floor in the operating room, and indicated that if the floor is unleveled, the usm might move while deployed for docking is pressed. Tse also asked if the usm was clutched to lock the breaks, and if it worked as advertised for the remainder of the surgical procedure. The customer was unsure about the floor status, or the status of the usm. The customer did not have any surgical procedure information. The customer was not in the operating room for further troubleshooting. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the flex 4. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the flex4 for evaluation, but evaluation has not been completed as of the date of this report.